Manufacturer narrative:
Additional narrative: product development investigation was completed. The investigation summary indicates tha: a visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The plate was received in 2 pieces. The transverse break occurred in the middle of the third combi hole from the lateral extension. There exist several plier¿s marks scrapes and the anodize layer is showing where the post manufacturing damage has occurred. There are bends and twists in multiple planes with significant bends and twists noted at the location of breakage. The review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The material was determined to be conforming at the time of manufacture based on review of the DHR. An accurate dimensional inspection could not be performed at cq due to the significant post manufacturing damage (there exist several pliers marks scrapes and the anodize layer is showing where the post manufacturing damage has occurred. There are bends and twists in multiple planes with significant bends and twists noted at the location of breakage.) Tabulated drawing for the family of 3.5mm lcp superior clavicle plates with lateral extension was reviewed during this investigation. Excessive and reverse bending has most likely contributed to this complaint. Per the complaint description " the clavicle plate was bent repeatedly for the ideal shape, which resulted in the plate¿s breakage. The modular clavicle plate system technique guide, the following caution exists "note: avoid excessive bending, over contouring, and bending directly over screw holes as it may compromise the strength of the plate or cause it to break." Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s identifier and weight are unknown. (B)(4). Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. A device history record (DHR) review was performed for part # 04.112.091s, lot # h338638: part mfg date: 09 may 2017, part exp. Date: 01 may 2027, manufacturing location: (B)(6): a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm ti lcp sup clav plate w/lat extn/6h/lt/105mm-ster was processed through the normal manufacturing and inspection operations with no nonconformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported device was used in surgery for the clavicle bone executive fracture on (B)(6) 2017. As the surgeon recognized a noticeable contour difference between the clavicle plate and the fractured clavicle, the clavicle plate was bent repeatedly for the ideal shape, which resulted in the plate¿s breakage. No fragments were reported. The surgery was completed with a fifteen (15) minute surgical delay. There was no adverse consequence to the patient. This report is for one (1) 3.5mm ti clavicle plate. This is report 1 of 1 for complaint (B)(4).